Event description:
A patient underwent an ablation procedure with a frontera,10p, dia15mm loop for which biosense webster¿s product analysis lab found that the lasso loop was broken with exposed wires. The finding was identified on 10-aug-2022. It was initially reported by the customer that during the procedure, there was a sudden resistance when moving the lassostar with the heliostar. There was also noise identified. After the lasso was exchanged, again great resistance to move the lassostar non nav within the heliostar. Isolation layer on the electrodes damaged on both lassostar non nav. New heliostar and lassostar was necessary for the procedure. No further surgical/procedural information was available. No patient consequences were reported. Bad/partial ECG is not MDR-reportable. Resistance with lumen is not MDR-reportable. Broken lasso loop is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was inspected, and it was found that the lasso loop was broken with exposed wires. This could be related to the resistance reported by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. Electrical test: failed the device was connected to an electrical test box to measure the resistance of electrodes; no values were observed on electrodes 5, 6, 7, 8, 9, and 10. The difference between the electrode's resistance reading of the lowest and highest value was 2.7 ohms. A manufacturing record evaluation was performed for the finished device 30633521l number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).